Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath proximal to the suture sleeve tie marks consistent with friction to device can. The silicone tubing was not breached in this region. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and lead were explanted due to pocket infection. The device and lead were replaced successfully and the patient was stable. There were no adverse consequences.